Manufacturer narrative:
(B)(4) (exemption number e2015036). (B)(4).

Event description:
Pentax medical became aware of a report stating pentax model ed-3490tk/serial (B)(4) cultured positive after sampling performed on (B)(6) 2019. The sampling performed on (B)(6) 2019 yielded a total of 221 cfus comprised of the following 4 isolates: 1: positive cocci - staphylococcus warneri, 2: positive cocci - staphylococcus warneri, 3a: positive cocci - staphylococcus warneri, 3b: variable rods - bacilllus infantis. Study number (B)(4). The loaner duodenoscope was received by pentax medical for evaluation on 25/feb/2019. The duodenoscope was inspected by pentax medical service on 05/mar/2019. Inspection findings included the following: distal cap - fixed type failed epoxy seal integrity inspection, operation channel- primary slice by accessory, lightguide connector root brace cut, air/ water socket cylinder o-ring chipped, up/ down pulley wire frayed, passed wet leak test, passed dry leak test, umbilical cable single buckled under pve root brace, fluid invasion not observed in pve connector, fluid invasion not observed in control body, right/ left pulley wire frayed. The duodenoscope was reprocessed and resampled in accordance with pentax medical procedures. The resampling performed on (B)(6) 2019 yielded no growth. Study number (B)(4). Repairs were completed on 18/apr/2019 which included replacement of the following components: o-rings and seals, distal case/cap, angle wire, air/water tube, operation channel, ud pulley assy, rl pulley assy, deflector operating wire, deflector staycoil, light guide cable, bending rubber. The duodenoscope was shipped back to the customer on 22/apr/2019.